Event description:
The customer reported via phone call that the insulin pump broke. The plastic cover over all the buttons fell off. The buttons on the insulin pump were exposed. The buttons were not working. Customer's blood glucose level was 350 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received missing the keypad overlay assembly. Unable to perform displacement test due to keypad anomaly. The insulin pump has cracked case at the display window corners, battery tube threads, minor scratched display window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.